Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 556845, implantable pacing lead, implanted: (B)(6) 2011; product ID: d274drg, implantable cardioverter defibrillator, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a pacing impedance greater than 3000 ohms. The pace/sense portion of the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated a lead impedance out of range alert. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted that 119 of 122 lifetime ventricular short interval counts (sic) occurred since (B)(6) 2013. An out of trend subthreshold lead impedance alert was recorded on (B)(6) 2013. The ventricular pacing impedance rose from an approximate baseline of 700 ohms the week ending of (B)(6) 2013 to greater than 2500 ohms the week ending (B)(6) 2013.